Event description:
It was reported that when plugging the implantable cardioverter defibrillator svc port, the pin of the plug appeared shorter in length than normal. It was also noted that the silicone ball at the end of the plug was missing. The physician was able to secure the plug with the setscrew.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).